Manufacturer narrative:
Therapy and event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report number:3006705815-2020-01991. It was reported patient experienced ineffective therapy due to lead migration. As a result, patient underwent surgical intervention wherein the leads were explanted and replaced. Post operatively effective therapy was restored.